Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012; inratio: 5.3; lab: 9. Three (3) hours between inratio meter and lab testing. Pt self tester was admitted to the hospital for three days. Vitamin k treatment was administered for bleeding from the nose. Pt was taking antibiotics two days prior to testing on the inratio2 meter. Pt was taking doxycycline for 10 days.

Manufacturer narrative:
Investigation pending.